Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, emergency room, and IV insulin drip (intravenous insulin infusion). The customer reported a blood glucose value of 40 mg/dl. Troubleshooting was performed but later it was declined. The event involved product(s) mmt-1884l, mmt-386a, mmt-332a, mmt-7040a. The customer reported low bgs. The customer does not feel ok to troubleshoot. The customer received a change sensor alert. No further patient complications were reported. No product return is required for mmt-1884l. No product return was required for mmt-386a. No product return was required for mmt-332a. No product return was required for mmt-7040a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a- snsr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having two low blood glucose events on april 12, 2024. The first low was when he was working and he treated the low with lunch. The second low he called the ambulance and they came out at 4pm and gave him intravenous fluids for the low blood glucose of 40mg/dl. Customer also said he was given insulin drip. Customer said his sensor stopped working at 11:45am. Customer had a change sensor alert. Transmitter passed test. Pump was likely used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.